Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial right total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a procedure for arthroscopic lysis of adhesions on (B)(6) 2015. A revision procedure has been indicated due to tibial loosening; however, the procedure has been postponed due to unknown reasons. No revision has been reported at this time.